Event description:
It was reported that there was a communication problem. The patient noticed reposition antenna screen on the recharger on (B)(6) 2015. The patient charged on (B)(6) successfully when they were watching tv. They also charged during the week when they watched tv for an hour. On (B)(6) they stopped feeling stimulation and her back started bothering her. The patient programmer showed poor communication screen. The patient stopped feeling stimulation and the back pain returned on (B)(6) 2015. The stimulator was helping with the lower back pain and worked wonderfully but felt the difference on (B)(6) 2015. The recharger showed the reposition antenna screen on (B)(6) 2015. The patient used the patient programmer and saw the poor communication screen on (B)(6) 2015. The patient had charged the stimulator successfully on saturday and on sunday they noticed the reposition screen on the recharger. The stimulator may be dead and had not felt stimulation for 5 days. Upon product return of the recharger analysis resulted in c100, the complaint was unverified, no issues during bench testing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown, product type: unknown. (B)(4).